Event description:
The account reported the bed exit alarm was not functioning. The bed was located in 4a at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found that the scale display was showing a negative weight due to the scale being zeroed with a pt in the bed, user error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech zeroed the scale without a pt in the bed to resolve the issue. Based on this info, no further action is required.